Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging that meter alerts it's been 15 minutes since his last blood glucose when he enters in his bolus, but he is doing the test then trying to bolus right away. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). The lay user/patient's meter was returned on (B)(4) 2012 and evaluated on (B)(4) 2012 by lifescan product analysis with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.